Event description:
Per the clinic, the patient experienced a fall in (B)(6) 2025 (specific date not reported), with impact to the implant side, resulting in swelling and no performance issues at that time. It was also reported that, following a subsequent fall on (B)(6)2026, during which the patient sustained swelling to the upper head, the patient experienced no sound and a loss of connection to the internal device. It was also noted that open circuits were noted on all electrodes. Troubleshooting attempts were made; however, the issue could not be resolved. There are plans to explant the device; however, this has not occurred as of the date of this report. The implanted device remains.